Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that his one touch ultralink meter was prompting an "error 2" message. Per the one touch ultralink owner's booklet, this error message could be cause either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began the same day at 10:00am. The cca noted that the patient manages his diabetes with an insulin pump. The patient denied taking any action regarding his diabetes management as a result of the issue; however, claimed he developed "low blood sugar" symptoms 15-20 minutes after the alleged error message first appeared. It is not known what medical intervention, if any, the patient received in response to the symptoms. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique. The issue was resolved when the patient retested with a different test strip. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and, reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.